Event description:
Follow up information received identified the patient's drg lead was replaced with a new one and the issue was resolved.

Event description:
It was reported the patient reported pain increase. Upon evaluation of the patient's drg system, the measurements of the leads showed three of four lead contacts with high impedance. A reprogramming was not possible. Surgical intervention may be taken to address the issue.